Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The overflow safety trap was replaced from customer stock, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. The unit was replaced. There was no patient involvement.